Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was reproduced. The device evaluation also found flooding. Based on the results of the investigation, it is likely that the following led to the malfunction: handling that deviated from the instruction manual. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 1.4 precautions(caution) ¿ do not steam sterilize the camera head. The camera head is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hd camera head was put through a steam sterilizer. There were no reports of patient involvement.